Event description:
Tpn/lipids hung per order at 1cc/hr x 20 hrs. After 1 hr, it was noted that entire volume had been delivered. Pump was found to still be programmed at 1cc/hr but volume was now 6 instead of 20.